Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 17 staples left in the cartridge, indicating at least 18 staples were fired by the customer. Upon functional testing, the first fire in the air fully formed and released. Two fire attempts were made in the skin pad, both staples released unformed. The stapler was disassembled and forming tool was observed to be defective. The tab on the forming tool that holds the anvil in place was bent inwards. Die casting anomalies were discovered on the forming tool. A device history record review was performed, and no relevant findings were identified. The reported complaint of " misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Upon functional testing, the first fire in the air fully formed and released. Two fire attempts were made in the skin pad, both staples released unformed. The stapler was disassembled and forming tool was observed to be defective. The tab on the forming tool that holds the anvil in place was bent inwards. Die casting anomalies were discovered on the forming tool. The forming tool was observed to be defective. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".